Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During cybersecurity upgrade, the device was in back-up vvi. The device was reprogrammed and the upgrade was not completed. The patient was in stable condition.